Manufacturer narrative:
As the original bulk non sterile contract manufacturer, medron has no direct contact with end user. The info related report date, lot number, catalog number, initial reporter, and codes are based on the notification provided from bard to medron. Device history and process review confirmed lot met release and process requirements. Similar bulk non sterile product evaluated and confirmed to meet spec requirements. Medron internal (B)(4) were generated on (B)(6) 2015 for the following: "the seeker tip is fractured. The discrepancy was discovered after line clearance and prior to completing mfg steps; between steps 1 and 2 of mpf-castah012. In addition, the part was removed from a sealed 100 piece bag from the supplier that was not opened during incoming inspection activities." The root cause was not able to be determined by medron or the extrusion supplier. (B)(4) were associated with extrusion part number 0777 did not impact the lots under investigation.

Event description:
It was reported that the crossing support catheter detached during use in the left common illiac. The detached segment was successfully retrieved using a snare .the procedure was completed as a diagnostic arteriography after the tip of the seeker was successfully recovered. There was no reported pt injury.